Manufacturer narrative:
Other text: additional information received via email from customer on 05-dec-2022: the device had its failure (B)(6) 2022 and was during equipment testing, so it didn't occur during patient use. Apart from that no further information is available for this device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump needs a new plunger sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.